Event description:
A report was received that the patient's device was causing irritation and itchiness at the midline incision. The patient was prescribed a steroids cream, which did not relieve the symptoms.

Manufacturer narrative:
Additional information revealed that the physician has ruled out an infection and the patient is receiving good pain coverage. There is no further course of action as the patient is reportedly doing well.

Event description:
A report was received that the patient's device was causing irritation and itchiness at the midline incision. The patient was prescribed a steroids cream, which did not relieve the symptoms.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, (B)(4), model description: precision ipg kit.